Manufacturer narrative:
The lens is normally attached to the lower cover of the lighthead using 3 locking screws. The evaluation on site found 2 of the 3 locks were unlocked, and the 3rd one was broken, allowing the lens to drop from the lighthead housing. The customer could have detected this developing situation, since the patch (shape and lux level) will be affected when the lens is not in its specified position. The subsidiary technical staff repaired and verified the device met specifications. Distributor submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.